Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the side seam of the primary container. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between august 30, 2020 to august 31, 2020. H10: the device was received for evaluation. A visual inspection along with magnification was performed which observed a tear at the lower left side edge of the bag. Functional testing was performed with tap water which revealed a leak only at the lower left edge of the bag approximately 1.0 inch above the left side shoulder port weld. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.